Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise and short v-v intervals. It was further reported that the right atrial (ra) lead had high impedance. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.the analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated apparent explant damage.the analyst noted that the distal conductor is distorted and fractured within the connector. If information is provided in the future, a supplemental report will be issued.